Manufacturer narrative:
Device evaluation: the pump was repaired by the oakdale service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the customer's problem was "device returned for "lines on screen / case / screen damage". The stated problem was verified and repaired. Replaced lcd due to the missing pixels. Replaced the screen as part of the new front housing. Replaced cracked rear housing.

Event description:
Information was received indicating that during testing a smiths medical cadd-ms 3 ambulatory infusion pump was stuck on a "blockage detected" alarm. There was no patient involvement and no adverse effects were reported.